Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A revision surgery was performed and the cuff was downsized from 4.0 cm to 3.5 cm. There was no device malfunction with the explanted cuff. The patient had a stable outcome.